Event description:
It was reported that pump screen was dark and would not turn on unless pump was connected to power. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt to wake pump, confirmed screen only worked when plugged in, and was advised to keep pump connected to power until replacement pump arrived. The customer continued to use current pump for insulin therapy.